Event description:
"Dr. [Redacted name] noticed bubbles in the distal portion of the evd (extraventricular drain) which was concerning for air entering the secure enclosed system. Therefore, neurosurgery was asked to replace the distal drainage system and sequester the portion in question. Note from neurosurg resident: notified of bubbles in evd tubing. On inspection appears plastic nipple connecting to evd catheter is defective and potentially source of air leak. Evd and proximal portion of the distal drainage system prepped and sterilized thoroughly with betadine. In sterile fashion the evd catheter was cut proximally to connection to the distal system. A new nipple, attached to a sterile 3-way stopcock, was attached to the evd catheter and secured with a 3-0 silk tie. The 3-way stopcock was attached to a new distal drainage system including new buretrol. Evd waveform good and still draining well. Plan to keep open at 10cm h2o for now with no drainage goal.". Manufacturer response for extraventricular drain (evd), extraventricular drain (evd) (per site reporter): [redacted date] sample collected and emailed rep. [Redacted date] rep responded opening a complaint file.